Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that during a routine implanted heart device check, it was observed that the battery voltage was noted to be 2.85 volts, after implant duration of approximately 14 months; presenting repeated drop and recovery. The medical personnel suspected premature battery depletion and requested data analysis. The patient is scheduled to come back in one month. It was also reported that the previously working remote monitor has been failing to complete telemetry and transmit data since fourteen months prior to this event; analysis was requested and the monitor was replaced. No patient complications were reported as a result of this event. It was further reported that the patient had come in for a check last month, and the heart device battery voltage had reportedly recovered; therefore, the physician decided that the patient will be monitored at three-month-interval followups going forward. No patient complications were reported as a result of this event. The implantable device was later returned to the manufacturer.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.18 to 2.798 volts min between (B)(6) 2011 and (B)(6) 2012, is before device rrt<= 2.6251 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine implanted heart device check, it was observed that the battery voltage was noted to be 2.85 volts, after implant duration of approximately (B)(6) months; presenting repeated drop and recovery. The medical personnel suspected premature battery depletion and requested data analysis. The patient is scheduled to come back in one month. It was also reported that the previously working remote monitor has been failing to complete telemetry and transmit data since fourteen months prior to this event; analysis was requested and the monitor was replaced. It was further reported that the patient had come in for a check last month, and the heart device battery voltage had reportedly recovered; therefore, the physician decided that the patient will be monitored at three-month-interval followups going forward. No patient complications were reported as a result of this event. It was reported that during a routine implanted heart device check, it was observed that the battery voltage was noted to be 2.85 volts, after implant duration of approximately (B)(6) months; presenting repeated drop and recovery. The medical personnel suspected premature battery depletion and requested data analysis. The patient is scheduled to come back in one month. It was also reported that the previously working remote monitor has been failing to complete telemetry and transmit data since (B)(6) months prior to this event; analysis was requested and the monitor was replaced. No patient complications were reported as a result of this event. See note section for additional event description verbiage.